Manufacturer narrative:
(B)(4). On (B)(6), 2022 customer called in with the following concern: damage on battery compartment. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement insulin pump persisted on blank display. Insulin pump received with blank display due to cracked case behind the insulin pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Insulin pump also received with cracked case (battery tube), cracked battery tube threads, missing display window cover, cracked keypad at select button, missing serial number label, missing display window cover and scratched case. In conclusion, insulin pump was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. After positioning the battery tube in place insulin pump powered back on and the testing of the insulin pump was successful. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. Customer stated that the insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The device was returned for analysis.